Event description:
The customer reported that the receiver cable would not calibrate to the navigation system. This would keep the system from booting up to an usable state. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The floppy drive was diagnosed as being defective. The customer has opted not to repair the system at this time.